Event description:
It was reported that customer was hospitalized with high blood glucose. Prior to hospitalization customer was vomiting and dehydrated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.